Manufacturer narrative:
(B)(4). On an unreported date, the patient recovered from peritonitis and the peritoneal effluent was clear. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was unknown if the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. The patient was treated with injection vancomycin intraperitoneally (stat, frequency and duration not reported), injection reflin intraperitoneally (daily for up to fourteen days, dose not reported) and intraperitoneal heparin (two ml every exchange, duration not reported) for the peritonitis. At the time of this report, the patient was recovering from the peritonitis event. Action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.